Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. The eccentric target lesion was located in the mildly calcified and mildly tortuous internal iliac artery. A 6fr non bsc introducer sheath was used. The lesion was predilated with a 5.5mm x 15mm ultrasoft sv balloon catheter. Then the 6.0mmx14mmx150cm express¿ vascular sd stent was advanced but would not cross the stricture area. Predilation was performed again and an attempt was done to cross the lesion using the same 6.0mmx14mmx150cm express¿ vascular sd stent but was still unable to cross the lesion. The device was forcibly pushed to cross the lesion but failed. It was then noted that the stent slightly moved from the middle part of the delivery system balloon. The device was removed from the patient and procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.